Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn, deformed and partially torn. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, a plurality of microbes were detected in the first test out of the two times as follows from the sample collected from the subject device. [First time; (B)(6) 2019]: the elevator channel: unspecified microbes (5 cfu / 100 ml). All channels except the elevator channel: unspecified microbes (6 cfu / 100 ml). [Second time; (B)(6) 2019]: the air/water channel: unspecified microbes (1<cfu / 100 ml). The suction channel: unspecified microbes (1<cfu / 100 ml). The auxiliary channel: unspecified microbes (1<cfu / 100 ml). The instrument channel: unspecified microbes (1<cfu / 100 ml). The elevator channel: unspecified microbes (1 cfu / 100 ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.